Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported tooth discoloration and sensitivity. Patient provided photo that fit is with in normal limits, blanching is present and minor tooth discoloration on tooth #8. Requested to use hh tips, updated photo and additional information on sensitivity and if they have seen their dentist. Patient has made appointment to see their dentist. Asked patient to hold in current aligner until they see the dentist, and provided diagnostic findings from appointment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.